Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros eciq immunodiagnostic system. Service actions were completed, however, insufficient performance testing was completed pre-service to reach a definitive conclusion regarding instrument performance at the time of the event. Following completion of the service actions, acceptable vitros trop I es performance was observed. It is unknown whether the patient sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, an instrument issue, a reagent issue, or pre-analytical sample processing cannot be ruled out as potential contributing factors. The root cause of this event is unknown.

Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.211 ng/ml) from a single patient sample run on the vitros eciq immunodiagnostic system. The higher than expected result was initially reported out of the laboratory. The result was later questioned based on the vitros trop I es result obtained from a serial sample for the same patient. The original sample in question was repeated and an expected vitros trop I es result (< 0.012 ng/ml) was obtained. A corrected report was issued based on the repeat testing. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. (B)(4).